Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that revision surgery was performed due to loosening. The procedure finished with a smith and nephew backup device. Unknown if occurred a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision tka was performed due to loosening. Per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the loosening cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. (B)(4)